Event description:
It was reported that the driver did not retain the implant. The implant fell from driver and was suctioned up before it was placed. The driver was replaced. No patient impact.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: xiitp4311, osseotite® tapered certain® prevail® implant 4/3 x 11.5mm. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.